Manufacturer narrative:
Concomitant medical products: product ID: non-medtronic catheter, lot# unknown, implanted: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: non-medtronic catheter, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [1000 mcg/ml] at a dose of 330 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the pump alarm was occurring every 10 minutes and the patient went to the hospital to check the pump with the responsible physician. The physician did a telemetry of the pump and the log-files showed a motor stop at 03:46 in the night. A single bolus was programmed to check if the pump would start again by itself but was without success. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2019. The pump was programmed to minimum rate after explant. Event logs from this programming session on (B)(6) 2019 at 20:27 showed that a motor stall recovery did occur on (B)(6) 2019 at 13:05. It was also noted that the pump connector-catheter part was also replaced because there was a lot of tissue around it that looked like normal scar/tissue growth. It was unknown if the tissue impacted the catheter performance and did not seem like the tissue was growing into the catheter. It was indicated that the products would be returned but noted that the catheter was cut into two pieces post-operation when cleaning the explants. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.